Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. He reported problem (won't power on) was confirmed. As received, the monitor was unable to power on. During troubleshooting, the monitor powered on normally and the initial inability to power on could not be duplicated. The cause for the intermittent inability to power on could not be positively identified. The monitor's computer/analog board was replaced as a precaution. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient stated that the monitor would not power on.